Manufacturer narrative:
Additional information provided in h.3, h.6, and h.10. The product was not returned. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. A non-qualified lens/cartridge combination was indicated. Root cause: the root cause is related to a failure to follow the directions for use (dfu). File indicated the use of a non-qualified lens/cartridge combination. The use of non-qualified products may result in lens delivery difficulties or lens damage the manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant surgery the iol broke during insertion. There was contact with the patient. The procedure was completed the same day. Additional information was provided by the initial reporter that there was no injury or harm to the patient. The lens was never implanted. The lens may have been loaded wrong.